Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a noisy or artifact signal on the presenting electrogram. The lead measurements were stable. Boston scientific technical services (ts) advised to consider evaluating the patient with isometric, pocket manipulation and sample impedance. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a noisy or artifact signal on the presenting electrogram. The lead measurements were stable. Boston scientific technical services (ts) advised to consider evaluating the patient with isometric, pocket manipulation and sample impedance. As of this time, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that this ICD was explanted and replaced due to therapy upgrade or downgrade. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a noisy or artifact signal on the presenting electrogram. The lead measurements were stable. Boston scientific technical services (ts) advised to consider evaluating the patient with isometric, pocket manipulation and sample impedance. As of this time, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that this ICD was explanted and replaced due to therapy upgrade or downgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.